Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection occurred. The 75% stenosed, 16mm in length, target lesion was in the proximal left anterior descending artery (lad). The physician selected and advanced a 3.5 x 16mm taxus express2 drug eluting stent (des) to the target lesion. The stent was deployed at 12 atmospheres. A 3.0 x 18mm non-bsc des was implanted in the mid lad during the same procedure with no gap between the 2 stents. It is unk in what order the devices were implanted. A dissection occurred at the distal side of the taxus express2 des. Intravascular ultrasound confirmed that the 3.5x16mm taxus express2 des was completely expanded. There were no add'l complications reported with the patient's current condition listed as "good". The patient had been taking bayaspirin 100mg for more than 2 months prior to the procedure and plavix 75mg for 8 days prior to the procedure. The patient was given heparin on the day of the procedure. 21 days later, followup evaluation noted "no problem" with the lesion and the patient was discharged.

Manufacturer narrative:
A unit has not been returned for review therefore, a technical analysis cannot be carried out. A review device met its material, assembly and product specifications at the time of release to distribution. Following a review of all relevant info the most probable root cause of the reported complaint is due to anticipated procedural complications.